Event description:
A (B) (6) year old male pt underwent aaa repair on (B) (6) 2010. After introduction of the zenith bifurcated main body graft, the pt began to bleed excessively. The physician decided to prevent more bleeding by inserting the zenith iliac leg system via the zenith main body sheath and utilized the same wire guide to introduce. During this procedure, the physician experienced resistance while advancing the zenith iliac leg system at the hemostatic valve. The physician thought that the valve was closed, but it wasn't, he tried again (even though it had resistance). At this time, the physician noticed that the iliac leg graft was deploying inside the hemostatic valve. He proceeded to remove the zenith iliac leg system and the zenith main body sheath assembly and introduce another zenith iliac leg system over the wire. It deployed with no further issues. From the info provided by the reporter, the pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Lot - unk as not provided by reporter. Expiration - unk as lot is unk. Age of device - unk as lot is unk. (B) (4). Unk as lot is unk. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequences. The device is inspected for numerous characteristics that could prevent/reduce leakage from the valve; discs are checked to be correctly positioned. Components are checked to correctly attached to the assembly. A pressure test is performed on each valve. Without additional info or the returned product, it is difficult to determine a root cause. The check-flo discs may have been damaged or torn, resulting in leakage. It was reported that the physician experienced difficulty inserting the iliac leg assembly. This may have been due to damage at the captor valve or check-flo discs. If additional info is received, the file will be updated where appropriate. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and no additional actions are required at this time.